Event description:
It was reported that the defibrillator "turns itself on but no screen display and shows red x". There was reportedly no patient involvement. The manufacturer's bench repair technician evaluated the device and confirmed the reported problem. Upon conclusion of the evaluation, it was determined that this was a malfunction of the processor pca, which was replaced and the device was returned to full functionality. The device was returned to the customer site and no further evaluation is warranted at this time.